Manufacturer narrative:
MDR 2517506-2019-00351 was filed on 13-sep-2019. Additional information (13-sep-2019): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant falsely elevated cardiac troponin I (tni) result. Hsc evaluated the information provided and the instrument data files. Review of the instrument data provided showed the instrument to be in good working order during the time this patient's samples were being processed. No additional discrepant patient results have been escalated to hsc by this customer. This event is singular in nature. No product problem was identified. The instrument is operational. The cause of this event is unknown. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation.

Manufacturer narrative:
The customer contacted the siemens healthcare diagnostics customer care center (ccc) and reported that discordant, falsely elevated cardiac troponin I (tni) patient results were obtained on a dimension exl 200 instrument. Siemens is investigating the event.

Event description:
Discordant, falsely elevated cardiac troponin I (tni) results were obtained on a patient sample on a dimension exl 200 instrument relative to lower results obtained on prior and subsequent sequential sample draws on the patient on the same day. The discordant results were reported to the physician(s) who questioned the results. A new sample was drawn and processed on the same instrument and a lower result was obtained which was consistent with the result obtained on the initial sample draw (sample ID (B)(6)). The lower results were considered correct for the patient. There are no known reports of patient intervention or adverse health consequences due to the discordant tni results.